Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Device could not be interrogated. Multiple attempts to interrogate the device in different rooms and different programmers were unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and the cause of the premature battery depletion could not be conclusively determined.